Event description:
It was reported that the arctic sun device had a cooling malfunction. The patient was switched to a second device to complete therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to device maintenance issue. There was a lot of dust in the condenser. The condenser of the chiller unit was cleaned. Functional test performed, and unit passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "¿ a dirty chiller condenser will significantly reduce the cooling capacity of the control module. ¿ to clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel." Corrections: relevant tests/laboratory data, other relevant history, initial reporter health professional and initial reporter occupation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to be user related. There was a lot of dust in the condenser. The condenser of the chiller unit was cleaned, a functional test was performed, and the unit passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "¿ a dirty chiller condenser will significantly reduce the cooling capacity of the control module. ¿ to clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling malfunction. The patient was switched to a second device to complete therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a cooling issue.